Event description:
Philips received a complaint indicating that the v60 ventilator had an accept button that was not working. The customer reported that he is unable to get to the info screen and do any diagnostics on the unit. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and confirmed that the accept button was not working. The se noted that the cable connection was disconnected from the accept button board after taking it apart. The se then reseated the cable, and the device was working as intended. The se reported that the diagnostic screen could be accessed, it was verified that the buttons were working. The device passed the touch screen calibration, controlled tests, and performance verification. The device returned to the customer to be put back in service.